Event description:
On (B)(6) 2004, this patient was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. Prior to this procedure, the patient underwent a nephrectomy due to renal cell carcinoma. On (B)(6) 2009, the patient was treated for a type ii endoleak with translumbar puncture of the aneurysm sac through the inferior mesenteric artery. On an unknown date, the patient was identified with aneurysm enlargement. On (B)(6) 2010, the patient was additionally treated for a type ii endoleak with coil embolization. The patient tolerated the procedure without any complications. At this time, the partial rupture of the ipsilateral leg of the trunk-ipsilateral leg component was noticed. According to the physician, the rupture is not the cause of the aneurysm enlargement. The physician is planning to cover this site with another device. Images of this event, have been sent to gore and are in the process of being evaluated.

Manufacturer narrative:
A review of the manufacturing paperwork will be conducted. Images of this event, have been sent to gore and are in the process of being evaluated.